Event description:
It was reported that during a routine check, the cs300 intra- aortic balloon pump (iabp) had a low vacuum error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse suspects defective parts are solenoid driver pcb and drive manifold assembly and require these parts for testing. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the machine and found that the low vacuum error came when on the unit. In order to solve the issue, the fse replaced the drive manifold assembly (0104-00-0018). Then, the fse checked all functions. The unit was then handed over to the customer in proper working conditions.

Event description:
N/a.